Manufacturer narrative:
Patient weight was not available. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported the users were able to perform a pre-op spin but not a post-op spin during a thoracic laminectomy and fusion. A post-op CT was taken the next and a screw was found to be misaligned. It is not know if a revision procedure was performed or not.

Manufacturer narrative:
A medtronic representative reported that the site has not requested or approved a site visit on this issue which occurred several months ago. The rep has visited the site for unrelated issues over the last couple months and reported that the issue is currently unproducible. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
Additional information: a medtronic representative reported that the patient returned the next day and had two screws removed. This surgical intervention was already reported in MDR 1723170-2016-01302.